Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. D4: batch # unk . Additional information was requested, and the following was obtained. The procedure was thoracoscopic lung cancer resection. The amount pf bleeding is unknown, but it was able to astriction for once by using the suction tube and cotton. There was no change in procedure (e.g. Additional port hole, convert to open procedure) when ligating for hemostasis. Ligation was performed from semi-open hole. The patient is stable after the operation, and is preparing for the discharge from the hospital. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, the staple was unformed when cutting the pulmonal vein. When the video was checked, it was found that the blood vessel was not clamped inside of cut line. However, the blood vessel was clamped by the jaws, so the staple was deployed, but it was unformed a part. Then when the target tissue between the clips was cut by the scissor, the bleeding occurred from the staple unformed part. It was ligated to hemostasis. The bleeding amount is unknown. Blood transfusion was not performed. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # 276c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with an reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 276c80, and no non-conformances were identified.